Manufacturer narrative:
An event of deformation during deployment was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, 3 photos and 2 videos were received for analysis. Based solely on the aforementioned photos, the distal disc deployed in a bulbous formation when placing the device within the patient, and both discs deployed bulbous from the loader when exchanged. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Manufacturer narrative:
Corrected information for: h6. The previously reported component code, type of investigation codes and investigation finding code no longer applies. Corrected information for: h10. The reported event of a domed, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. Three photos and two videos were received for analysis. Based solely on the aforementioned photos, the distal disc deployed in a bulbous formation when placing the device within the patient, and both discs deployed bulbous from the loader when exchanged. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures. Information from the field stated an amplatzer cribriform occluder was subsequently used to close the patent foramen ovale. Please note, per the contraindications section of the instructions for use artmt100116886, rev. A, "treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 30mm amplatzer pfo occluder (lot 7597146) was selected for implant in the patient. During the procedure the device deployed into a domed shape on the left disc once the right disc was deployed. The physician then exchanged the device for a 25mm amplatzer cribriform occluder (lot 7764163). The patient remained hemodynamically stable during the procedure, but this event increased the procedure time with extra manipulations from the recapture through the replacement of the device. The delivery sheath used for both devices was a 9f amplatzer (lot 7692057).